Event description:
The hospital reported that during the coronary artery bypass procedure, the heartstring had failed. A replacement was used to complete the procedure. No patient complications were reported by the hospital. In 2005, the seal was received with the tension springs inside the delivery tube indicating deployment failure. This is a reportable malfunction.